Event description:
The customer reported that the system displayed error codes. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that system would boot but error when trying to fluoro, could not get floppy even try to read a disk, error code is cmos and chk sum errors. He replaced the floppy drive and hard drive assembly then forced the cmos to reload on the cpu. And replaced the battery. He reloaded the system software and tested the system by making several fluoro shots and rebooted the system several times. The system is operating as intended.